Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The no delivery alarm had persisted though 2 set changes. The blood glucose reading was 69 mg/dl. The insulin was not expired or denatured and the customer inserted and rotated insertion sites according to recommendations. However, the tubing was bent or kinked. The customer was assisted in performing a 5 unit fixed prime and reported that the insulin did exit. No leaks were found at the tubing or reservoir. The customer declined further troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. However, the insulin pump was received with cracked case at the display window corners and minor scratched lcd window.